Event description:
It was reported that sensing noise was observed on the device and the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that the device reprogrammed to resolve the event.